Manufacturer narrative:
Product event summary (B)(4): the lead was returned in segments. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead a suitable position for the rv lead and no threshold could be found. Therefore, the rv lead was removed and replaced with a new lead. It was further reported that the procedure to replace the new lead had to be stopped because a suitable position was also unattainable. No patient complications have been reported as a result of this event.